Manufacturer narrative:
Additional data: the reporter stated that the patient has not been to the clininc since mar 20th, bcva was reported as 1.2 , patient wants a lens exchange. Patient was trained with a cover as a child, right eye dominant. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1mm, -2.00/2.0/159 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Low vault with rotation and refractive surprise was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.